Event description:
The customer reported that results from a single patient sample obtained using a vitros 5,1 fs chemistry system were mis-associated with the incorrect patient sample identification number. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that results obtained on a vitros 5,1 fs chemistry system for a single patient sample were mis-associated with the incorrect patient sample identification number. The root cause of the event was determined to be user error as a customer placed a sample tube in the incorrect position in the vitros sample tray and proceeded to run the testing. The investigation concluded that the vitros 5,1 fs chemistry system was operating as expected at the time of the event.